Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an evercross balloon with a 6f sheath and 0.35 guidewire to treat a lesion in the common iliac artery as per IFU. No excessive resistance was experienced, nor was excessive force used, when delivering the balloon to the site. The balloon was inflated using a non-medtronic inflation device. It was reported, during the first inflation of the device, that the balloon burst at 8atms. The physician did report encountering difficulties removing the balloon. It was removed with the sheath and all pieces were accounted for. The procedure was aborted. No injury to the patient was reported.